Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the heartstart mrx was failing op check due to the co2 module not being able to turn on. There is no indication of pt involvement.